Manufacturer narrative:
Investigation results did not find a bent soft cannula. No issues were found with the cannula assembly that would result in leaking during wear. A leak test was performed and no leakages were observed along the entire fluid path. Fluid was able to pass through the fluid path and exit the distal tip of the soft cannula. The data downloaded from the device did not show any timeouts or drive stalls during the run. No other defects or deficiencies were observed during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 260 mg/dl while wearing the pod longer than 48 hours. The patient reported cannula being bent while wearing it on the leg. For treatment, no treatment information given. The pod was leaking.